Event description:
The rptr stated that they did meter to lab comparison tests. Their meter reading at home was 95 mg/dl, an hour later, a lab test at the doctor's office had a result of 230 mg/dl. Rptr did not have any symptoms. On followup, the rptr described an accurate technique of applying blood, and stated that they check the confirmation dot on the test strip. Rptr cleans their meter at least once a week, and knows how to use control solution. No harm was alleged.